Manufacturer narrative:
This supplemental report is being submitted to provide the device evaluation result. The subject device has not been returned to olympus medical systems corp. But was returned to olympus (B)(4). Following additional high level disinfection at (B)(4), the subject device was sent to a third party laboratory for additional microbiological testing. In the additional test, bacillus spp (1 cfu/100ml) were detected from the subject device. Following additionally defects have been detected during (B)(4) investigation. It was found scratches along the entire length of the instrument channel, and chips/shavings inside the instrument channel of the bending section area. There are 4 black dots in the image.

Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation. The user uses peracetic acid (anioxy-twin, produced by anios) as a high level disinfectant when they reprocess the subject device. Omsc reviewed the manufacturing history of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available or if the device is returned at a later time, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that in the routine microbiological test by the user facility, the microbes were detected as follows, from samples taken from the subject device. No indicator microorganisms were detected from the samples taken from the subject device. The user facility reported that the subject device was reprocessed according to the instruction manual. There was no report of infection associated with this report. First time on (B)(6) 2017, - flore (2 ufc/100ml). Second time on (B)(6) 2017, - flore (1 ufc/100ml). Third time on (B)(6) 2017, - no microbes were detected. Fourth time on (B)(6) 2017, - flore (1 ufc/100ml).